Event description:
Homechoice machine received in largo receining for a patient who has dropped out of peritoneal dialysis. Rationale for ending pd therapy is listed as peritonitis. Hp's nurse, stated she was not allowed to give out patient information. No further information is available.